Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose. Customer was nauseated. Customer had been high all day. The blood glucose reading is 260 mg/dl range. Customer also experienced a low event. The blood glucose reading was in the mid 60 mg/dl range. Nothing further reported.